Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power and the battery cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad down to the seal and at the threads traveling to the grip pad. The treads on the battery cap were stripped and were unable to fit. The intermittent power complaint was duplicated during the investigation. The test cap was able to fit for testing. The rewind load, and prime steps were performed successfully. The 24 hour testing with no further loss of power events occurred. The pump was opened to find no defects. (B)(4).